Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys pth stat immunoassay. The first sample had a discrepant pth result when tested on an unknown roche elecsys analyzer at a second site. The second sample had discrepant pth results when tested on the customer's cobas e 411 immunoassay analyzer. The patient results were forwarded to the patient's nuclear medicine doctor who doubted the results. The first sample collected from the patient was a serum sample that initially resulted in a pth value of 24.6 pg/ml when tested at the customer site using the ids isys pth method. The sample was frozen and forwarded to a second laboratory. At the second laboratory, the sample was tested on an unknown roche elecsys analyzer, resulting in a pth value of 226 pg/ml. For the second sample collection from the patient, a serum tube and an edta plasma tube were collected on (B)(6) 2022. The edta plasma tube was tested on the e411 analyzer on (B)(6) 2022, resulting in a pth value of 97.2 pg/ml. The serum tube was tested using the ids isys pth method on (B)(6) 2022, resulting in a pth value of 31.5 pg/ml. Sample leftover from the tubes were aliquoted and frozen. The serum aliquot was thawed on (B)(6) 2022 and tested on the customer's e411 analyzer, resulting in a pth value of 96.7 pg/ml. For both sample collections, the ids isys pth results were believed to be correct. Pth reference range for roche method = 15.0 - 65.0 pg/ml. Pth reference range for ids isys method = 14.0 - 55.0 pg/ml. The serial number of the customer's e411 analyzer is (B)(4). The model and serial number of the roche elecsys analyzer used at the second site were requested, but not provided.

Manufacturer narrative:
Quality controls were within range on 15-jun-2022. A sample from the patient was provided for investigation. The results obtained by the customer could be duplicated. It was determined the sample contained heterophilic antibodies which interfered with a component of the pth assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."